Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented with severe sciatica, right lower extremity secondary to recurrent disc right l4-l5 and l5-s1 with associated grade 1 spondylolisthesis at l4-l5 and severe degenerative disc disease and annulus bulging at l5-s1. The patient underwent the following procedures: re-exploration right l4-l5 and l5-s1 with neurolysis of the l4, l5 and s1 nerve roots including discectomy, followed by a transforaminal lumbar interbody fusion with a 14 x 30 mm nuvasive peek cage at l4-l5 and a 10 x 30 peek cage at l5-s1 augmented with actifuse and bone morphogenic protein. Posterior fusion with ilif plates at l4-l5 and l5-s1 augmented with actifuse and autogenous local bone. Per op notes: the interspace was sized to accommodate a 14mm height implant. A nuvasive oblique plate was selected. With nuvasive monitoring throughout the procedure, peek cage packed with bmp was impacted into the disc space after first placing a piece of bmp on the contralateral side, along with 1.5ml of actifuse. Nuvasive ilif spinous process distractors were utilized to open up the disc space. Once again at l5-s1 the space was irrigated with bacitracin solution. Then a piece of bone morphogenic protein on a sponge was placed in the contralateral anterior portion of the disc space, followed by another 1.5 to 2 ml of actifuse and then the cage was impacted into place. Post operatively patient alleged unspecified injuries due to rhbmp-2.